Event description:
It was reported that the patient experienced inadequate stimulation from the leads of the Deep Brain Stimulation (DBS) causing their preexisting symptoms to return. The patient underwent a procedure in which two leads and the burr hole cover were explanted. The patient is doing well post operatively.We completed a good faith effort to obtain additional information, if additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
We completed a good faith effort to obtain additional information, if additional details become available, a supplemental report will be submitted.Additional suspect medical device components involved in the event: Model Number/Catalog Number: DB-2202-45.Serial Number: (b)(6).Batch/Lot Number: 7100318.Model/Catalog Description: DBS DIRECTIONAL LEAD STERILE KIT 45CM.Unique Identifier (UDI) # (b)(4) .Model Number/Catalog Number: DB-4600-C.Serial Number: Null.Batch/Lot Number: 30218376.Model/Catalog Description: DB-4600-C.Unique Identifier (UDI) #(b)(4) .